Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d6b; h6

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown (hardening of breast, displacement of implant and pain in the area). Device has been explanted.

Manufacturer narrative:
Continued section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown (hardening of breast, displacement of implant and pain in the area). The device remains implanted.